Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2015 with the following findings: during investigation, the battery cap was unable to fully tighten to the pump but was able to be removed without difficulty. The slot on the top of the battery cap was observed to be damaged. Unrelated to the original complaint, there was evidence of moisture contamination found on the underside of the battery cap. A leak test was performed and passed. The pump case was removed and there was no evidence of additional moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.